Event description:
The user received questionable results for one patient sample while performing a comparison of at least 12 samples using different versions of the ferritin assay. With the ferritin generation 3 reagent the result was 135 ug/l and with the ferritin generation 4 reagent the result was 14.3 ug/l. The results were not reported outside the laboratory as the samples were tested for comparison only. No adverse events were alleged regarding the issue. The patient's current condition was "good". The ferritin generation 3 reagent lot number was 625157 and the ferritin generation 4 reagent lot number was 627701.

Manufacturer narrative:
The sample was provided for investigation. The sample was tested using a cobas c501, using ferrtin reagent generation 3 and ferritin reagent generation 4. The sample was also tested on the elecsys e411 analyzer, the results from the ferritin generation 4 assay were consistent to the ferritin result on the elecsys e411. The result from the generation 4 assay should be reliable. The root cause for the different recoveries between ferritin generation 3 and ferritin generation 4 assays on the cobas c501 instrument may be a sample specific effect, most likely related to an enzymatic cleavage process, however this could not be confirmed. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).